Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the reservoir on the insulin pump. Customer stated that the reservoir is not working. Customer's blood glucose levels at the time of the incident was 400+ mg/dl. Customer declined to troubleshoot at the time of the call. Therefore, the root cause of the customer's high blood glucose issues could not be determined. Product is not being returned or replaced.